Event description:
The customer's device read 543 and spouse dosed them with insulin. One hour and thirty five minutes later another device was used and the result was 55 mg/dl. Customer drank orange juice and was doing better. Later emergency medical technicans were called and customer's device read 344 mg/dl while the emergency medical technicians' meter read lo. Customer received an IV treatment. The reporter said controls were in range on the system. The devices were replaced and requested to be returned for evaluation.